Event description:
My optometrist prescribed a prokera treatment for dry eye. My right eye was treated without problems prior to the incident reported here. On friday (B)(6) 2025, the lens inserted in the left eye (on (B)(6) 2025) very suddenly became extremely painful, with copious drainage pouring down my face. I made an urgent appointment with my optometrist who removed the lens. While driving home, I developed a large subconjunctival hemorrhage suddenly eclipsing including my vision, I turned right around and drove back to the doctor's office half blind. I was also rapidly developing a dark, tender, swollen area below my eye and swelling and erythema on the lateral edge. The doctor did an evaluation of my eye & I was prescribed oral antibiotics, two types of ophthalmic antibiotics, and an ophthalmic steroid. Before I went to bed that night, the subconjunctival hemorrhage completely covered my eye all the way up to my pupil almost completely including my iris and cornea. Never in the process did I feel like the doctor did anything traumatic in insertion or removal of the lens. I didn't have any problems with it at all, and in fact had already had a positive experience a couple of days before with my right eye. This was a very disturbing situation, and I feel like it must be something to do with the manufacturing of the lens or something like that because nothing else was amiss. Otherwise, healthy, no hypertension high lipids, diabetes or other problems.